Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported single leaflet device attachment (slda) and subsequent complete clip detachment appear to be related to patient morphology/pathology due to prolapsed anterior leaflet and flailed posterior leaflet. With regards to the reported difficult removal of the clip, the user technique/procedural circumstances of the clip completely detaching from the leaflets likely caused the reported difficulty with the removal as the clip was no longer attached to the clip delivery system (cds) and only remained on the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds) the clip completely detached from both leaflets, remaining on the gripper line which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with an anterior prolapse, and a posterior leaflet flail (p1). The decision was made to treat the flail first. The leaflets were grasped, reducing the mr to 2+. It was noted that the anterior leaflet was difficult to visualize, but the leaflets were confirmed to be inserted. During deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). While removing the gripper line, the clip completely detached, and remained on the gripper line. The clip was retracted with the gripper line into the sgc with resistance, and removed successfully. The procedure was discontinued, with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.